Event description:
The customer called technical support (ts) and reported that the device has a display issue. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated by the customer and an international philips remote service engineer (rse). The rse reported that the customer declined our service. It is unknown if any parts or repairs have been conducted by the customer. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.